Event description:
It was reported that the user experienced fluctuating glucose with a documented low of 71 mg/dl that was treated with oral glucose tablets and prior highs up to 193 mg/dl, after a preceding low of 55 mg/dl following dinner, consistent with a roller-coaster pattern associated with missed meal announcements while using the ilet system. The issue was attributed to improper or incorrect procedure related to user interaction with the device user interface. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the problem stemmed from failure to follow instructions regarding meal announcements with implications for the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.